Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an 8mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. As a result, a new 8mm x 20mm saberx pta balloon catheter was used and was successfully inflated. This was followed by the implantation of an unknown stent to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a lesion in the iliac artery in which an ipsilateral retrograde approach was made. An unknown guidewire was used during this procedure and was able to cross the lesion. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d4, g3, g4, g6, h1, h2, h3, h6, and h10 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 82227229 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. Section d10 was corrected to separate the three individual concomitant devices that were used during the reported procedure.

Event description:
As reported, the balloon of an 8mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. As a result, a new 8mm x 20mm saberx pta balloon catheter was used and was successfully inflated. This was followed by the implantation of an unknown stent to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a lesion in the iliac artery in which an ipsilateral retrograde approach was made. An unknown guidewire was used during this procedure and was able to cross the lesion. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed a rupture to the body/shaft of the saberx pta balloon catheter.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of an 8mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. As a result, a new 8mm x 20mm saberx pta balloon catheter was used and was successfully inflated. This was followed by the implantation of an unknown stent to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a lesion in the iliac artery in which an ipsilateral retrograde approach was made. An unknown guidewire was used during this procedure and was able to cross the lesion. Additional information was requested but was not provided. Product evaluation also identified a rupture to the body/shaft of the device. The device was returned for analysis. One non-sterile saber rx 8mm4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies could be observed on the unit at a naked eye. Per functional analysis, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. However, a leakage was observed due to a rupture on the body of the saber rx 8mm4cm 155 catheter complaint unit. No other anomalies were observed. Per microscopic analysis, sem was performed to the received balloon unit to identify the possible root cause of the balloon rupture and showed that saber rx 8mm4cm 155 catheter complaint unit presented evidence of a ruptured condition and scratch marks near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82227229 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported by the customer as ¿balloon- burst - at/below rbp¿ and additional finding of ¿body/shaft- burst¿ was confirmed during analysis of the returned device. While a definitive cause for the reported events could not be determined, it is likely, given the scratch marks on the device, that vessel characteristics, such has a heavy calcification burden may have contributed to the difficulty experienced by the customer. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Neither the phr, product analysis, nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.